Event description:
Md was doing a kissing balloon technique with fielder xt wire down the ramus between the balloons. Md instructed tech to deflate the balloons and remove fielder xt wire. During removal of fielder xt wire md says wire 'shredded' and a piece of wire broke off and was left in patients vessel.